Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring issue/thermal endometrial ablation procedure". The patient's concurrent conditions included weight normal, nabothian cyst, fibrosis, ovarian cyst, vaginitis, urinary urgency, vulvovaginal pruritus and folliculitis. Concomitant products included diclofenac since 2010, gabapentin since 2014, hydrocodone since 2011, ibuprofen since 2010, nitrofurantoin since 2010 and sumatriptan succinate (imitrex) since 2000. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"), 5 months 29 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("vaginosis/bacterial vaginosis"). On (B)(6) 2011, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/intestinal issues"). In 2011, the patient experienced vulvovaginal pain ("pain in vagina and with sex"). On (B)(6) 2011, the patient experienced arthralgia ("joint pain/ right knee/ right hip/right ankle pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain win vagina with sex"), abdominal pain ("abdominal pain/cramps"), gastrointestinal pain ("gastrointestinal or digestive system condition type continuous cramps/gi problem"), musculoskeletal pain ("right shoulder pain"), vulvovaginal pruritus ("pruritis of vulva"), pain ("aches throughout body"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and fallopian tube leiomyoma ("fallopian tube fibrosis developed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and arthralgia had resolved and the fatigue, gastrointestinal pain, migraine, vulvovaginal pain, vaginal discharge, weight increased, musculoskeletal pain, vulvovaginal pruritus, bacterial vaginosis, pain, urinary tract disorder, urinary tract infection, vaginal infection, hormone level abnormal, nausea, fallopian tube leiomyoma and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, arthralgia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, gastrointestinal pain, hormone level abnormal, irritable bowel syndrome, migraine, musculoskeletal pain, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2009 and (B)(6) 2009. Current weight 220 lbs. Patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine, weight gain, gi conditions,, hormonal changes, nausea, thermal endometrial ablation procedure and fallopian tube fibrosis developed. Device monitoring error and thermal endometrial ablation procedure clubbed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, urinary tract infection, vaginal discharge, vaginal pain, weight gain, most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event¿ irritable bowel syndrome¿ was added. Reporters were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring issue/thermal endometrial ablation procedure". The patient's concurrent conditions included weight normal, nabothian cyst, fibrosis, ovarian cyst, vaginitis, urinary urgency, vulvovaginal pruritus and folliculitis. Concomitant products included diclofenac since 2010, gabapentin since 2014, hydrocodone since 2011, ibuprofen since 2010, nitrofurantoin since 2010 and sumatriptan succinate (imitrex) since 2000. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"), 5 months 29 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("vaginosis/bacterial vaginosis"). On (B)(6) 2011, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)/intestinal issues"). In 2011, the patient experienced vulvovaginal pain ("pain in vagina and with sex"). On (B)(6) 2011, the patient experienced arthralgia ("joint pain/ right knee/ right hip/right ankle pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain win vagina with sex"), abdominal pain ("abdominal pain/cramps"), gastrointestinal pain ("gastrointestinal or digestive system condition type continuous cramps/gi problem"), musculoskeletal pain ("right shoulder pain"), vulvovaginal pruritus ("pruritis of vulva"), pain ("aches throught body"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and fallopian tube leiomyoma ("fallopian tube fibrosis developed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and arthralgia had resolved and the fatigue, gastrointestinal pain, migraine, vulvovaginal pain, vaginal discharge, weight increased, musculoskeletal pain, vulvovaginal pruritus, bacterial vaginosis, pain, urinary tract disorder, urinary tract infection, vaginal infection, hormone level abnormal, nausea, fallopian tube leiomyoma and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, arthralgia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, gastrointestinal pain, hormone level abnormal, irritable bowel syndrome, migraine, musculoskeletal pain, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2009 and (B)(6) 2009. Current weight 220 lbs. Patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine, weight gain, gi conditions,, hormonal changes, nausea, thermal endometrial ablation procedure and fallopian tube fibrosis developed. Device monitoring error and thermal endometrial ablation procedure clubbed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, urinary tract infection, vaginal discharge, vaginal pain, weight gain. Lot number: 710563 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring issue/thermal endometrial ablation procedure". The patient's concurrent conditions included weight normal, nabothian cyst and fibrosis. Concomitant products included diclofenac since 2010, gabapentin since 2014, hydrocodone since 2011, ibuprofen since 2010, nitrofurantoin since 2010 and sumatriptan succinate (imitrex) since 2000. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 8 months 29 days after insertion of essure. In 2010, the patient experienced migraine ("migraines / headaches"). In 2011, the patient experienced vulvovaginal pain ("pain in vagina and with sex"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with sex"), abdominal pain ("abdominal pain"), gastrointestinal pain ("gastrointestinal or digestive system condition type continuous cramps/gi problem"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain/ right knee/ right hip/right ankle pain"), musculoskeletal pain ("right shoulder pain"), vulvovaginal pruritus ("pruritis of vulva"), bacterial vaginosis ("vaginosis/bacterial vaginosis"), pain ("aches throughout body"), urinary tract disorder ("urinary tract disorder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and fallopian tube leiomyoma ("fallopian tube fibrosis developed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and arthralgia had resolved and the fatigue, gastrointestinal pain, migraine, vulvovaginal pain, vaginal discharge, weight increased, musculoskeletal pain, vulvovaginal pruritus, bacterial vaginosis, pain, urinary tract disorder, urinary tract infection, vaginal infection, hormone level abnormal, nausea and fallopian tube leiomyoma outcome was unknown. The reporter considered abdominal pain, arthralgia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, gastrointestinal pain, hormone level abnormal, migraine, musculoskeletal pain, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2009 . Current weight 220 lbs. Patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine, weight gain, gi conditions,, hormonal changes, nausea, thermal endometrial ablation procedure and fallopian tube fibrosis developed. Device monitoring error and thermal endometrial ablation procedure clubbed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Imaging procedure - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new events urinary tract disorder, urinary tract infection, vaginal infection, hormonal changes, nausea and fallopian tube fibrosis developed were added. Reporter and patient demography added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in a (B)(6) female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring issue". The patient's concurrent conditions included weight normal, nabothian cyst and fibrosis. Concomitant products included diclofenac since 2010, gabapentin since 2014, hydrocodone since 2011, ibuprofen since 2010, nitrofurantoin since 2010 and sumatriptan succinate (imitrex) since 2000. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 8 months 29 days after insertion of essure. In 2010, the patient experienced migraine ("migraines / headaches"). In 2011, the patient experienced vulvovaginal pain ("pain in vagina and with sex"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with sex"), gastrointestinal pain ("gastrointestinal or digestive system condition type continuous cramps"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain/ right knee/ right hip/right ankle pain"), musculoskeletal pain ("right shoulder pain"), abdominal pain ("abdominal pain"), vulvovaginal pruritus ("pruritis of vulva"), bacterial vaginosis ("vaginosis/bacterial vaginosis") and pain ("aches throughout body"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, migraine, vulvovaginal pain, vaginal discharge, weight increased, musculoskeletal pain, abdominal pain, vulvovaginal pruritus, bacterial vaginosis and pain outcome was unknown and the arthralgia had resolved. The reporter considered abdominal pain, arthralgia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, migraine, musculoskeletal pain, pain, pelvic pain, vaginal discharge, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2009 and 03(B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Imaging procedure - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received. Case becomes an incident. Injury event was removed. Lot number was added. New events added: pelvic pain bacterial vaginosis, pruritus of vulva, abdominal pain, right shoulder pain, joint pain/ right knee/ right hip/right ankle pain, dysmenorrhea, dyspareunia, fatigue, continuous cramps, migraines / headaches, pain, vaginal discharge, weight gain, medical device monitoring error. Removal date, reporters, concomitant drugs, concomitant conditions, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.